Event description:
Arjo was notified of the event by health canada on (B)(6)2025. It was reported that during a patient transfer, the non arjo sling loop detached from the spreader bar of the device. As a result of the event, the patient fell out of the device and hit their head on the lift. As a result of the incident, the patient was taken to hospital. The patient's injury required stitches for a laceration. The patient passed away 4 days after the event.